Event description:
Fractured in patient's mouth during insertion. No patient injury. Abutments to be remade for customer.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
There were two abutments from the same lot # that fractured in the patient's mouth.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.